Manufacturer narrative:
Product event summary: analysis found several lines missing in the lower display. Analysis also found the lower case was broken and the battery contacts were contaminated.

Event description:
It was reported calibration test failed. The external pulse generator was returned for service. There was no patient involvement.